Event description:
Patient was revised to address hematoma and infection.

Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Review of the as400 system show that other devices from lot 2663828 have been delivered and can be reasonably concluded implanted without issue as no further reports are identified. Provided information states the patient had a hematoma and infection. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.